Event description:
Report 3 of 3. It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there were cracks seen in three (3) frozen samples, resulting in leakage of sample. This was discovered after collection and delivery to the sales base, when labels were affixed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of these photos shows tubes with cracks in the bottom and sides, and these tubes appear to have frost on them, indicating they were frozen. The product's instructions for use specify that the tubes should be stored at temperatures between 4-25°c (39-77°f). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 3 of 3. It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there were cracks seen in three (3) frozen samples, resulting in leakage of sample. This was discovered after collection and delivery to the sales base, when labels were affixed. No adverse impact was reported regarding the patient or user.